Event description:
Tampon got stuck in my body- vagina [foreign body in reproductive tract]. Uncomfortable- vagina [vulvovaginal discomfort]. String was disintegrated- tampon [device breakage]. Case narrative: consumer reported via phone that the tampon string disintegrated. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.